Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, an occlusion alarm occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by the cartridge. Customer changed cartridge and successfully resumed insulin delivery. Customer's blood glucose was between 238-240 mg/dl.